Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Upon device interrogation on (B)(6) 2011, a warning message was displayed and validated by the physician. Nevertheless, the message was not written down. Then, the programmer shut down without user action. The histograms recorded in device memory over the follow-up period were not displayed anymore when the device was interrogated again after programmer reboot.